Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching 298 mg/dl. Customer's health care professional recommended the pump target bg setting be adjusted. Tandem technical support guided the customer through adjusting the pump target bg settings. Customer delivered a bolus to address elevated bg levels.